Event description:
It was reported that oversensing noise leading to pacing inhibition was noted on the right ventricular (rv) lead via a review of remote monitoring and in-office evaluation. Upon extraction, a lead fracture was discovered near the proximal end of the lead. The rv lead was successfully replaced. The patient's condition was stable before, during, and post-surgery.